Event description:
Sa:05k/allura xper fd20/15/system cannot boot up. It has been reported to philips that the system cannot boot up. There was no reported patient or user harm. Philips has started an investigation of this issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue was due to the host pc which didn't boot up. As a part of repair process, the fse cleaned the host pc, re-plugged the board, and turned the power on. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.